Event description:
Additional information received reported that the hcp had no knowledge of the event and no information to add.

Event description:
Additional information stated the device was active when the patient had a stroke but both the patient and their husband said the stroke was not related to the device.

Manufacturer narrative:
.

Event description:
It was reported that in 2003 the patient had a lead revision because the "flat leads" didn't last. It was reported that the leads had scarred over and were replaced with really thin leads. The patient had not felt stimulation for a couple years and had not been able to adjust stimulation with the external power pack. It was noted that the patient hadn't used the device in a couple of years and had taken the 9v battery out. The patient had been switched to a morphine capsule, which she had been on too long. It was reported that the patient had a transient ischemic attack, and her hcp wanted to get her off some of the medications and still control the pain. It was later reported that when the patient had the implant it worked well for about a year, but then stopped working. The hcp was not able to make it give her any relief and she basically stopped using it and increased her pain medication. Following a stroke the hcp didn't want the patient on so many pain medications, and wanted to see if the implanted ins could provide the patient with pain relief.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3487a, lot# l75641, implanted: (B)(6) 2000. Product type: lead: product ID 3425, serial# (B)(4), implanted: (B)(6) 2001. Product type: transmitter: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000. Product type: extension: product ID 3587a, lot# lb3194, implanted: (B)(6) 2003. Product type: lead: product ID 3587a, lot# lb3243, implanted: (B)(6) 2003. Product type: lead. (B)(4).

Event description:
Additional information received reported that the transmitter/receiver stopped working several years ago. The patient turned off one night and never turned on after that point in time. It was noted there was no fall or trauma. A manufacturer representative adjusted electrodes and patient felt nothing. It was noted previous attempts from the health care provider and manufacturer representativeswere unsuccessful. The patient was experiencing pain and wanted the device to work. It was noted that the transmitter appeared to be working. The manufacturer representative was able to get it working on another electrode configuration and the issue resolved.

Manufacturer narrative:
(B)(4).

Event description:
After the patient turned the device off one night, it was stated that no one could turn the device back on.